Event description:
Customer reported he was having issues with the insulin pump. Customer states, he plugged in a bolus and he though it delivers. When it was time to deliver the next bolus customer checked blood glucose was high. He then noticed the previous bolus was not recorded on the device. Customer's blood glucose was unknown. Customer also reported, the screen had scratches on the screen. No delivery alarm was also resolved with a sent change. It was confirmed that customer's dinner's bolus was not recorded. Customer stated, he would monitor the device and call back if issues persisted. Customer's last blood glucose was over 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.